Event description:
It was reported that the customer was in the ER due to high blood glucose of 828 mg/dl. It was stated that the customer's glucose dropped to 476 mg/dl by the time he was admitted. It was stated that the events leading his hospitalization was nausea. It was stated that the customer was experiencing unexplained high glucose for (B)(6). Troubleshooting was performed. The customer's most recent glucose reading was 205 mg/dl, and he was treated with an insulin drip and fluid. Reviewed the programming, date, and time and found that the insulin pump was hour off. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.